Manufacturer narrative:
(B)(4). Batch #: u5an08. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with three reloads received. The ecr60d reload (b) was received fully fired. Two ecr60g reloads (b & c) were received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws." The event described could not be confirmed as the device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy, after the second fire while severing lung tissue, some staples were malformed with straight legs. Another three reloads had the same issue. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.